Event description:
The device was returned to the service ctr with a report from the customer contact that the device was not connecting to the network. This does not indicate a reportable malfunction. However, during verification testing at the service ctr, corrosion from battery leakage was noted on the battery terminals of the device.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.